Event description:
During an acl procedure tow biorci screws were broken while being inserted into the bone. The surgeon was not using the starter as required or the tap as recommended in the IFU. There was a brief delay in the procedure while the surgeon obtained a back up screw. There were no pt injuries reported.